Manufacturer narrative:
Corrected data: h6 ¿ code 4110 was inadvertently omitted from the type of investigation section on the previous follow-up report. H10 ¿ it was determined that the only issue related to the faulty video connector was the blackout. The previous follow-report stated otherwise.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the video connector was faulty, causing image noises when the video connector was shaken. However, the reported issue regarding intermittent image was not duplicated. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during reprocessing for a therapeutic uterine cavity examination, the scope connector of the visera pro video system center was loose, due to which, the image was intermittent. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, phenomena (1) and (2) were reproduced. It was determined that ¿blackout¿ and ¿noise on the image¿ occurred due to a faulty video connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.